Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed on the sfa. After atherectomy of the sfa and proximal popliteal, the physician wanted to deploy stents in the target lesions. Went in first with a 6x150x150 stent and placed it directly where we wanted to, (distally first in proximal popliteal). Then the physician went in with a 6x120x120 everflex with the plan of overlapping the previous stent by 1-2 cms. Upon viewing the screen it appeared that there was a radiopaque mark exactly where the second stent was to start deploying. As a result, the stent was deployed proximally from the target. The gap was filled with another 6x150 stent. The physician attempted several times to retrieve the tip lodged in the distal peroneal artery, but was unsuccessful. The physician does not believe this will be an issue clinically and there was an excellent anterograde flow down both the anterior and posterior tibial arteries, and also in the peroneal artery. The completion angiogram also looks satisfactory. Please see MDR 2183870-2010-00083 for other protege everflex used in the procedure.